Event description:
One pt with discrepant results. Initial results were reported. No adverse events reported in association with the incorrect results. Initial calcium result 6.5 mg/dl, repeat result 6.6 mg/dl. Same sample repeated the next day giving value of 8.0 mg/dl. Initial albumin result 2.6 mg/dl, repeated 3.2 mg/dl. A second sample from the same pt was also tested the day after the event, giving results of 8.9 mg/dl for calcium and 3.6 mg/dl for albumin. The field service rep found the cause of the discrepancy to be a bad valve which was replaced. Performance tests were performed.